Event description:
Pt reported cadd legacy pump of IV remodulin sn (B)(4) due (B)(6) 2018 for maintenance alarms for high pressure when there is low amount of remodulin in cassette. Has alarmed for high pressure at 12 ml and 20 ml in cassette. Cannot press stop to silence alarm, must turn all the way off and still sometimes gets alarm even after shutting pump off. Pump as alarmed more frequently lately and would like replaced. No ae as a result. Pt has back up pump. Dose or amount: 1, frequency: continuous, route: IV. Dates of use: (B)(6) 2016 to (B)(6) 2017. Diagnosis or reason for use: pah.